Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to replicate the reported problem; however, the alarms were verified in the event history log. The stepper motor and worm gear were replaced to correct the issue. The position potentiometer was also replaced along with the clutches, plunger case assembly and top case. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'travel reverse error - check clutch/plunger lever' alarm during patient use, a 'system failure: control key bgnd test' alarm on start up, and a ¿motor rate¿ error during occlusion testing.